Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, intensive care unit, first affiliated hospital of (B)(6), the dilator tip was found damaged during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "(B)(6) 2025, intensive care unit, (B)(6), the dilator tip was found damaged during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the dilator damaged. The customer also returned one cvc set kit for analysis. The dilator was investigated as part of this investigation. Signs of use were observed within the dilator , confirming that the sample was used. Visual examination identified damage at the dilator tip, including a split along the edge. The surrounding outer material at the tip exhibited deformation, including raised edges. Microscopic examination confirmed the damage and revealed stress marks. The dilator length measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.064 inch, which is within the specification limits of 0.064 - 0.067" per dilator extrusion product drawing. The dilator outer diameter measured 0.111", which is within the specification limits of 0.111 - 0.113" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to damage at the tip. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A guidewire returned with the kit was inserted through the distal tip of the returned dilator and was able to advance without resistance through the undamaged portions of the dilator. Minor resistance was encountered at the distal tip. The test was repeated by inserting the returned guidewire through the hub end of the dilator. Resistance was again encountered only at the damaged distal tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was damaged including a split along the edge, deformation of the surrounding outer material with raised edges, and the presence of stress marks. Signs of use were observed, confirming that the returned dilator had been used. All relevant dimensional requirements were met, but functional testing revealed slight resistance at the tip when passing a returned guide wire through the dilator. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however , the root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.